Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter facility name: children's hospital (B)(6). Initial reporter e-mail: an additional email address was provided as (B)(6). Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd syringe experienced difficult plunger movement. The following information was provided by the initial reporter: material no: sap lookup: unknown batch no: unknown. Will not flush when syringe is attached.